Event description:
It was reported that a radiology technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after pulling the plunger and retrieving the suture the technician attempted to retract the foot in the device sheath (park the foot); however the foot would not retract. Some how the technician managed to get the feet in and removed the device from the patient's anatomy. Hemostasis was achieved with another proglide device. There was no adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not indentified; therefore, a device history record review could not be performed.